Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. Explanation of method code "other": a sample device was returned and is currently under investigation.

Event description:
A report was received stating that during use of the device, the extension set tubing was observed to be cracked and leaking at the filter. Prior to discovery of leakage, the patient had received a dose of intravenous hydrocortisone. When the crack was found, the cracked filter was leaking ns flush and the patient's blood had backed up into the tubing. Attending clinician unsure if patient received full dose of hydrocortisone, but no additional doses were administered. The infusion set was disconnected and replaced. There were no adverse effects to the patient reported.